Event description:
A hospital in (B)(6) reported that an rt104 breathing circuit failed the ventilator leak test and a pinhole was found on the dryline. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt104 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the dryline of the complaint rt104 breathing circuit was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that a hole was found approximately 2cm away from the connector of the dryline. A lot check revealed no other complaints of this type for lot number 120209. Conclusion: it was identified that the damage to the rt104 dryline tube could have been caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was replaced in (B)(4) 2012. We have not received any complaints of this nature for product manufactured after april 2012. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt104 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).